Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs show that one hour into the case the placement signal (ps) begins to drift upwards for ~3 hours, it then stabilizes. Central venous pressure (cvp) is relatively stable at this time and motor current (mc) is reflective of p-level changes. There are a few occurrences throughout the case where both optical and dp sensor are affected. 15 hours into the case there is another severe instance of dp sensor drift over a period of 2 hours. Cvp and mc and p-level are stable at this time. Ps drifted from 70 to 150 mmhg. It then drifts back down over one hour. There is a brief instance of placement signal not reliable (psnr) optical at the start of the case which is resolved. The 5s parameters are relatively stable and within normal ranges throughout support. There are suction alarms throughout the case but they do not occur during the drift. Pump was run in a pressurized flow loop at after running for 5 days the ps had a 5 hour rise from ~20 to 60 mmhg. Dp drift was reproduced in the flow loop. The pump passed electrical testing. The returned 5s parameters were within normal limits. The root cause of the placement signal issue was likely dp sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm occurred on the impella rp. The waveforms and flows were still present on screen. Drastic change in numbers for pulmonary artery waveforms eventually resolved. No change in p-level or motor current occurred. The patient survived the event, and no patient harm has been reported.